Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the adjustable pressure limiting valve is damaged and lifting off of the base. This would cause an inability to manually ventilate. There was no report of patient involvement.